Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, the patient stated that their left knee replacement failed. As a result, the patient is scheduled for a knee revision on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 02-010-01-0230 - logic femoral ps cem left sz 3 (B)(6), 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm (B)(6), 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6), 200-02-32 - three peg patella 32mm (B)(6), 200-02-32 - three peg patella 32mm (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm (B)(6), 204-70-00 - tibial stem ext. Screw (B)(6), 204-70-00 - tibial stem ext. Screw (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.